Manufacturer narrative:
Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
No additional information.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had damaged tubing. The following information was provided by the initial reporter: bd alaris pump infusion set 20ml ref number (B)(4) had a puncture/hole in the tubing just below the safety clamp, when primed, fluid squirted freely out of the tubing.

Manufacturer narrative:
E.1. Address was not located, and (B)(6) was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.